Event description:
Immediate post procedure was normal. Patient then lost vision in the left eye. Some vision did return to moderate then began progression of blindness 2-3 days post operation. Steroids were administered , despite this, there was continued progress and patient lost most vision in left eye; permanent. Discharged diagnosis on 07/24/2005 was left opthalmoplegia with aneurysmal coiling.

Manufacturer narrative:
H6: no devices are available for evaluation because they were implanted in the patient. The manufacturer has not been able to obtain any additional information. The cause of the reported event cannot be determined at this time.